Manufacturer narrative:
The initial MDR 2517506-2016-00336 was filed on october 14, 2016. Additional information (11/21/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the issue was due to an enabled rule. The customer had been notified of potential problems that could arise due to use of the rule in urgent medical device correction isw-15-01.a.us. Siemens healthcare diagnostics received complaints regarding reference ranges, sample reports, user-initiated sample/result actions, and auto-verification and quality control processing for the easylinktm data management system software. Through internal investigation, siemens confirmed issues with: custom reference ranges, user-initiated sample and result actions, auto-verification and quality control rules, and sample reports. Urgent medical device correction (umdc) isw-15-01.a.us entitled "easylink data management system limitations and software issues" was sent to customers in the united states and an urgent field safety notice (ufsn) entitled "easylink data management system limitations and software issues" was sent to customers outside the united states in may 2015. The umdc/ufsn explain the reason for the correction and actions customers can take to prevent these issues from occurring.

Manufacturer narrative:
The initial MDR 2517506-2016-00336 was filed on october 14, 2016. The first supplemental 2517506-2016-00336_s1 was filed on december 19, 2016. Additional information (01/17/2017): siemens is working with the customer to replace the easylink system with the syngo ldm system. Customer is aware that av rules on the easylink are no longer supported and should not be used.

Manufacturer narrative:
The operator contacted a siemens customer care center (ccc) specialist. The cause of the easylink informatics system not holding results for a patient which differed from their historical results is unknown. Siemens is investigating the issue.

Event description:
The operator of an easylink informatics system contacted a siemens customer care center (ccc) specialist. The operator had run a patient sample on a dimension vista instrument and the test results for multiple assays were transmitted to the easylink informatics system. The initial results were reported to the physician(s). The next day, the operator obtained a new sample from the patient and ran it on the dimension vista instrument and the results were different than the initial results. The operator stated the easylink informatics system should have held the results due to the differences in results for the same patient. The operator used chloride as an example and stated that the easylink informatics system should hold chloride results when there is a difference of more than 10 in results for the same patient. In this case, the difference was greater than 10 but the results were not held and the results from the redraw were reported to the physician(s). The laboratory later discovered that another patient's sample was inadvertently mislabelled as the redraw sample and tested. Therefore, the results that were reported did not belong to the patient they were reported for. The patient was redrawn again and the second redraw was tested on the dimension vista instrument. The results matched those obtained on the initial sample from the patient and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to one patient's results being reported for another patient.